Event description:
There is a piece of plastic found inside bracco syringes. [Redacted], the bracco representative was notified of the regarding issue. CT syringe was packaged and returned to the vendor for further inspection and evaluation. Manufacturer response for sterile disposable syringe for CT, empower cta (per site reporter). Send back for further investigation.